Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, an unspecified number of tubes were clotted. Samples had to be recollected. There was no other health impact or consequences reported.

Manufacturer narrative:
Investigation summary bd had not received samples, but 4 photos were provided for investigation. The photos were reviewed and the indicated failure mode for clotting was observed. Complaints for sample quality are under statistical control for the month of january 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode clotting. Bd determined that the root cause of the indicated failure mode was attributed to a mechanical failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that while using bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, an unspecified number of tubes were clotted. Samples had to be recollected. There was no other health impact or consequences reported.